Event description:
False positive advia centaur troponin ultra test results were obtained on several pt samples and reported to the physician. The physician questioned a couple of the positive results. These were repeated on the advia centaur cp and the results were negative. The customer placed a new pack of reagents on the advia centaur. Repeat testing was performed on four pt samples. The customer suspects that there was a problem with the original reagent pack. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unknown. The instrument is performing within specs. The customer suspects a problem with the original reagent pack. The reagent pack is not available for further testing. No further evaluation of the device is required.